Manufacturer narrative:
The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance with procedures. The lot number was reviewed for complaint trend, nonconforming report and CAPA. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. A non-conformity [nc] was identified as associated with this lot number; however, the failure being reported in the complaint is not related to the issue identified in the nc.

Event description:
According to the available information the doctor said that the static anchor was placed on patient right with no issue. The doctor placed dynamic anchor on patient left, felt the pops of the anchor in obturator. The trocar was removed. The doctor went to tension and was unable to locate the tension suture loop. The doctor wasn't aware of any reason it could not be located. She cut the first sling out and placed a second with no issue.